Manufacturer narrative:
Manufacturers ref# (B)(4). Additional information received 17mar2025 has led to further investigation that concludes that the event is considered as an unknown flow into abdominal false lumen and does not indicate any device deficiency as the devices are placed in the thoracal aorta and the thoracic false lumen is noted as not present. Therefore, the event is no longer considered reportable. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 17mar2025: ¿ on the procedure, 12-month, and 2-year imaging forms, the site had originally noted the abdominal false lumen as patent with flow from the primary tear. However, the pre-procedure imaging indicated the location of the primary tear was not known. This was queried and the site subsequently changed the response in all 3 locations for source of flow to other and entered ¿source unknown.¿ ¿ on 1-month imaging, the site had originally put that the abdominal false lumen was not present, but that differed from the data on procedure and 12-month imaging. This was queried. The site has updated the data to show patent abdominal false lumen with source of flow unknown at this time point.

Manufacturer narrative:
Manufacturer ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. D4) catalog# is either zta-p-30-155, lot# e3993218 or zta-p-42-225, lot# e4260940. G4) similar to device marketed under PMA/510(k) p140016. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to wce-1713, zenith alpha thoracic post market retrospective study: synopsis: patent abdominal false lumen, with unknown entry flow type from the primary tear, was noted on procedure imaging and again at 12-month and 2-year imaging, though not noted on 1-month imaging. On (B)(6) 2022, the patient was emergently treated for acute thoracic aortic dissection type b with placement of a zta-p-30-155 and a zta-p-42-225. Pre-procedure imaging (1 day pre-procedure) did not identify the location of the primary tear, and showed the extent of the dissection to be from zone 3 to zone 10. Procedure imaging revealed patent abdominal false lumen, with unknown entry flow type from the primary tear. On the day of the procedure, the patient developed paraplegia as a result of spinal cord ischemia, noted as related to the procedure. This was treated with external lumbar bypass and motor and respiratory physiotherapy. The 1-month follow-up imaging on (B)(6) 2022 did not show any false lumen flow, however, the 12-month ((B)(6) 2023) and 2-year imaging ((B)(6) 2024) offered the same information as the procedure imaging. Queries have been placed to ask how it was determined that the false lumen flow was from the primary tear since the location of the primary tear was not identified, and to ask if any entry flow types can be ruled out. Patient outcome: the abdominal false lumen flow is still noted at the most recent visit (2-years post-procedure). The patient¿s paraplegia is noted as ongoing.